Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 09/03/2020 had an inadvertent entry error of 08/05/2020. Correct date is 08/03/2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Blocks b1 & b5: corrected from adverse event to both adverse event and product problem.

Event description:
This adverse event and product problem is being submitted because additional intervention was required to remove the manufacturer¿s guidewire.

Manufacturer narrative:
Block g: the supplemental follow-up #1 submitted on 3/7/2021 had an inadvertent entry error of (B)(6) 2021. Correct date is (B)(6) 2020.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. The facility declined to provide the information. Additional information obtained indicated the device was recognized, zeroed, and normalized. No readings were obtained as the device stuck prior to measurement. A second device from another manufacturer was used and got stuck in the same place and also had to be removed with the microcatheter, procedure was aborted. Manufacturer¿s gw device was discarded. Suspect products: no information available. The implant or explant dates are not applicable to this device. Concomitant medical products: no information available. Reporter state/prefecture is (B)(6). Device discarded by the facility and not returned for evaluation. Remedial action: do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic coronary procedure the manufacturer¿s guidewire (gw) got stuck. The gw was in the rca, the tip went into a branch near #2. The tip got stuck and could not be removed manually. A microcatheter (caravel) was inserted over the gw and the gw was removed successfully. By report there was no separation and nothing was left in the patient. Afterward, a comet (boston scientific) was used but it also got stuck at the same point. The comet was removed as like done for the gw and the procedure was abandoned. The physician recognized [determined] this happened not due to the product but due to the morphology of the lesion. Vessel: proximal rca; slight calcification. Occlusion: 50%. This report is being submitted because additional intervention was required to remove the manufacturer¿s guidewire device.